Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer 4 not detected on bus, which located on h026eps. As per part investigation, it was determined that there was thermal damage observed on component u300 of full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medstation es station - full height drw 4 is not detected on bus and the lights are out on the board was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported drawer 4 failed and was not detected on bus. The fse opened it back and found that the module controller board had no lights. The fse replaced the module control board and verified functionality. Customer verified functionality with no issues observed. During dchu visual inspection: pn: 151903-01: the unit revealed signs of thermal damage, specifically on component ic u300. No fluid ingress, loose components or other anomalies were observed. During dchu testing: pn: 151903-01: no further testing was performed due to evidence of thermal damage observed component ic u300. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc circuit board (pn: 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals, resulting in the device not being detected on the bus.